Event description:
It was reported that the patient encountered dizziness and presented for follow up. During follow up visit it was noted that the atrial lead had dislodged, and during several attempts to re-implant high thresholds occurred. The atrial lead was explanted and exchanged for a different lead. It was also reported that the patient had severe tricuspid regurgitation and large atrium which physician believes contributed to the atrial lead dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).